Manufacturer narrative:
It has been agreed to replace this machine and to no perform any further testing on this machine. The events MFR report number 9611109-2024-00074 (livanova ref (B)(4), on event date 16 jan 2024) and MFR report number 9611109-2024-00130 (livanova ref (B)(4), on event date 17 february 2024, present report) are the same problem recurred on the same device. The initial service was done on 26 january 2024 (and reported in the initial of 9611109-2024-00074) was then found to not have solved the issue. The issue occurred again and second complaint was logged for which a second service was done on 27 february 2024. A follow up triggered by the second service is being submtted for both 9611109-2024-00074 and 9611109-2024-00130 (present report). Customer complained that the power switch is still intermittently tripping during cases. The following tests have been completed: ran temps all the way down and verified the temps were correct with temperature probe set. Ran temps all the way up, made sure it warmed within the 20 minute period, and verified the temps were correct with temperature probe set. Ran temps all the way back down, made sure it cooled within the 20 minute period, and verified the temps were correct with temperature probe set. This validated that the temps were calibrated properly and that the refrigeration system and heating systems were functioning correctly. Replaced the mains a/c board and associated parts in the ul507 service kit as the next troubleshooting step. Ran the machine for a while to see if it would trip again: ran temps all the way down with all pumps running. Ran temps all the way up with all pumps running. Set all temps to 25c and ran cp cold all the way down and the other circuits all the way up with all the pumps running. Finally the machine was tested for 9 hours with all pumps working, cp cold tank set to 2 degrees and warming all other to 41 degrees. The tripping was not duplicated. Unit has been returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication with the involved livanova field service technician, it was learned that the next possible troubleshooting will be to replace the ring core transformer of the affected unit. Based on this information, the most likely root cause for the reported issue could be a defective transformer.

Manufacturer narrative:
The device will be not further investigated and it will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the 3t heater cooler is intermittently tripping the main switch during maintenance. There was no patient involvement.